Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one ec60a device was returned broken in the nozzle area and with an ecr60b cartridge reload present. The cartridge was received unfired. The device was disassembled and was noted that the frames were damaged. No functional test was performed due the condition of the device. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the components and breaking the frames. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date of event: only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that the stapler was closed on bowel. When surgeon tried to fire stapler, there was a ¿crunch¿ sound and the stapler did not fire. The surgeon could not open the jaws of the stapler and was forced to slide the stapler off the bowel. The surgeon then had to forcefully straighten the jaws of the stapler (still closed) so that he could remove the stapler from the trocar. No patient consequence reported.